Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. No additional patient or event information is available. The receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and hardware error were observed. The reported event of a hardware error was confirmed. A root cause was determined to be a defective battery.